Event description:
It was reported while using unspecified bd pen needle the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, no insulin comes out stated, when she removes the pen needle that has failed, the non patient end is bent consumer stated she discarded the box therefore, could not provide lot or catalog number. Stated, she is using 6mm pen needles samples are not available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using unspecified bd pen needle the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, no insulin comes out. Stated, when she removes the pen needle that has failed, the non patient end is bent. Consumer stated she discarded the box therefore, could not provide lot or catalog number. Stated, she is using 6mm pen needles. Samples are not available cl.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.